Event description:
The rptr stated that he has several problems with the device. The catheter is approx 61 centimeters long and contains a stylet that is usually thick and the tip feels extremely sharp. The catheter also has a side valve which the stylet could slip through and cause damage to the interior of the vessel. The MFR's labeling states the tip is hydrophilic. The rptr stated tht he soaked the tip for three days in a variety of solutions and the tip did not soften or enlarge. The labeling also states that fluid should only exit at the end of the catheter. The rptr has noticed the fluid will escape through the side valve if the tip fails. The rptr has spoken with the MFR with no satisfactory results.